Event description:
Event was reported to caldera medical by an atty. The patient has suffered pain, erosion, infection, urinary problems, organ perforation, recurrence, bleeding dyspareunia, and vaginal scarring. No further info has been provided.